Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 8025920; medical device expiration date: 2019-01-31;  device manufacture date: 2018-01-25. Medical device lot #: 7327885; medical device expiration date: 2018-11-30;  device manufacture date: 2017-11-23. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes were found cracked after investigation. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cracked tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cracked tube was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes were found cracked after investigation. There was no report of exposure, injury or medical intervention.